Manufacturer narrative:
(B)(4). A2: dob: (B)(6). D10: cat# 650-1158 lot# 3137152 delta cer fem hd 28/0mm t1, cat# 110010243 lot# 65566556 g7 osseoti 3 hole shell 50mm d, cat# 110024462 lot# 65789264 g7 dual mobility liner 40mm d, cat# 51-104120 lot# 7371157 tprlc 133 t1 pps ho 12x144mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. At 2 years postop, the patient reports ongoing moderate low back pain that was not present prior to the initial procedure. It was initially thought to be general postop soreness, but the pain has not resolved and continues to limit daily activities. The patient has started therapy for the low back pain, takes nsaids for pain, and uses a cane for long distances. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 6 weeks postop slight pain/problems, slight limp, cane for long walks; 1 year postop slight pain/problems, prn nsaids for pain, no limp, cane for long walks ¿moderate pain that requires pain medicine stronger than aspirin/similar medication.; ae ¿subject states she has had low back pain since her surgery. She did not have this prior to surgery. Initially thought it was general postop soreness. It has not gone away and continues to limit activities.¿ pt treatment, event ongoing and not resolved. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.